Event description:
A surgeon reported that he experienced difficulty in maneuvering the phaco tip with a 2.2mm pink sleeve during the phaco phase of a surgery. Corneal wound incision was created using a 2.2mm slit knife. He had difficulty reaching the fragments during one of his phaco cases. He could hardly move the phaco handpiece forward or backward, as it was very tight at the incision area. The surgery was completed without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
A sample has been received, but has not been evaluated yet. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).